Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath accordioned during insertion was confirmed. Returned were a sterile kit and one used sheath / dilator. One side of the sheath was accordioned between 2 and 3 cm from the distal tip. In addition there was one accordion fold in the sheath located 9 cm from the tip. The sheath body measured 3.984" in length which met specification of 3.937 - 4.063" per the sheath graphic. The dilator protruded through the catheter 1.563", which meets the specification of 1.312 - 1.688" per the sheath/dilator assembly graphic. The inner diameter (ID) of the sheath tip measured 0.0585"1, which met specification of 0.0585 - 0.0595" per sheath extrusion graphic. The outside diameter of the dilator body measured 0.0590", which met specification of 0.0565 - 0.0595" per dilator graphic. This type of appearance can occur when the sheath body is pushed back toward the proximal end. All the damaged areas had white areas indicating the material was stressed after manufacture. The sterile kit was opened and the sheath / dilator was examined. No anomalies were observed. The sheath body measured 3.984" in length which met specification of 3.937 - 4.063" per the sheath graphic. The dilator protruded through the catheter 1.563", which meets the specification other remarks: of 1.312 - 1.688" per the sheath/dilator assembly graphic. The inner diameter (ID) of the sheath tip measured 0.0585", which met specification of 0.0585 - 0.0595" per the sheath extrusion graphic. The outside diameter of the dilator body measured 0.0590", which met specification of 0.0565 - 0.0595" per the dilator graphic. The instruction booklet, provides insertion techniques for the sheath / dilator assembly. The IFU directs the user to enlarge the puncture site if necessary. It was not reported if a skin nick was made prior to insertion. A device history record review was performed and did not reveal any manufacturing related issues. Based on the appearance of the sheath and the report that it accordioned during insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the peel-away sheath accordioned back in the center portion of the sheath. There was no patient death or complications reported. Follow up information states they had to use a separate, sterile sheath that we had provided to complete the insertion.